Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter, ubd: 2018-01-28, UDI: (B)(4). Analysis of the pump identified no anomalies. Analysis of the catheter identified a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the withdrawal symptoms was not determined. The patient's baseline weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (5.0 mg/ml at 1.2501 mg/day), clonidine (250.0 mcg/ml at 62.51 mcg/day), compounded baclofen (500.0 mcg/ml at 125.01 mcg/day), and bupivacaine (30.0 mg/ml at 7.501 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had improved pain control following catheter revision and pump replacement. It was noted the patient was having unspecified withdrawal symptoms on (B)(6) 2016. The withdrawal symptoms had decreased from 4 episodes daily to 4 episodes per week. The patient also reported no pain relief from personal therapy manager, ptm, activations. The clinical diagnosis was withdrawal symptoms. It was indicated the event was possibly related to the device or therapy and possibly related to the drug hydromorphone, bupivacaine, clonidine, and baclofen due to decreased dose. The patient's pump was reprogrammed, on (B)(6) 2016, and the bolus dose was increased. On (B)(6) 2016, the patient's withdrawal symptoms resolved without sequelae but the patient was still getting no relief from ptm activations.